Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements, greater than 125 ohms. No adverse patient effects were reported. The ICD and rv lead remain in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements, greater than 125 ohms. No adverse patient effects were reported. The ICD and rv lead remain in service. Technical services (ts) was consulted and provided troubleshooting recommendations to exclude lead impairment. At this time, the physician has decided to continue doing periodic check-ups on the patient.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.